Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "began to feel pain and swelling in right breast, underwent an ultrasound and it was confirmed that the prosthesis has contour irregularities. Breast prosthesis contracture.¿ device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6b, h4, h6. The events of sleep dysfunction, pain, seroma, headache, anxiety, swelling, exhaustion, and rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Breast prosthesis contracture.¿ and "is physically and emotionally exhausted, has trouble sleeping, is exhausted and in a lot of pain". It was later reported "capsular contracture, grade IV". Patient legal representative reported "headaches, anxiety, high blood pressure, hair loss, low immunity, and was constantly sick or tired.", "tomography confirmed the unusual swelling and found the accumulation of fluid, contracture (rupture) of the implant", "extremely rigid breast contracture with deformities", "seroma", "histopathological findings are consistent with a fibrous capsule of a breast implant". It was also reported "pain in body, increased blood pressure, swelling in breasts, breast pain, red spots on body, hair loss, compromised immune system, was always tired or sick, did not sleep well and started using sleeping pills, also started taking medication for anxiety." Device was explanted and replaced.